Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2020, with blood glucose of 672 mg/dl. Customer was in emergency room as a result of high blood glucose level. The customer was treated with intravenous fluids. Customer had nausea and vomiting. Customer had alleged that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The devices will not be returned for analysis.